Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported an error code 80 issue, which was confirmed during power-up. The root cause was that the printed wire assembly (pwa) board was causing the power to cycle. The pwa board was replaced to resolve the problem.

Manufacturer narrative:
B3: month and year is known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a system fault. No patient involvement.